Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported fluctuating blood glucose (bg) levels between 66-255 (mg/dl). Customer administered a correction bolus to treat the elevated bg level, and consumed food to treat the low bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer indicated that they will continue to use the pump.